Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. The casters are ratcheting when in brake.